Manufacturer narrative:
Cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damaged around the battery compartment. Customer's blood glucose was 5.6 mmol/l. No further information provided.